Event description:
The company was informed that the patient's device was explanted due to an infection at the implant site post implant surgery. It was reported that the patient experienced a localized hematoma at the implant site after the implant surgery, which developed into an infection. The patient underwent antibiotherapy and the device was explanted. Advanced bionics is in the process of gathering further information. Once more information is received, a supplemental report will be submitted.